Event description:
It was reported by a sales rep that, in the ICU, when closed chest in an open chest case, the product was used on the sternum and the sternum was tightened with a wire without washing and the wound closure. The drain was clogged later and could no longer be drained, so the chest was reopened. The patient is in the hospital and recovered well after reopened the chest. Follow-up information: - the name of the procedure: cardiovascular surgery. - where was surgiflo applied? And for which indication? Sternal bleeding. - patient symptoms: no symptom with surgiflo, but the drain tube was clogged and the patient had to be taken re-thoracotomy. - event description in more details: after operation the surgiflo was applied to sternal bleeding, the drainage tube was clogged with surgiflo. Then the patient had to be taken re-thoracotomy. - was surgiflo removed or left in the patient after hemostasis was achieved? No, the surgeon didn't wash out the excess. - description of what the cause of the re-operation was: disable to use drain - what is the surgeon's opinion as to the relationship of the product to the symptoms? The surgiflo might clogged the drain. - condition of the patient: recovering after re-thoracotomy.

Event description:
It was reported by a sales rep that, in the ICU, when closed chest in an open chest case, the product was used on the sternum and the sternum was tightened with a wire without washing and the wound closure. The drain was clogged later and could no longer be drained, so the chest was reopened. The patient is in the hospital and recovered well after reopened the chest.